Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in drive-thru and dat (curative patient databases) that the patient's test sample associated was collected on (B)(6) 2020 at 8:55am. The patient's sample was received by the testing lab on (B)(6) 2020 at 1:08am. The patient's sample was tested twice. The initial run of the patient's sample resulted in a viral CT value of 38.3, which falls in the repeat range. The second testing run of the patient's sample resulted in a in a viral CT value of 35.8, which falls in the positive range. No further corrections were made to this test report. The patient's result was released to the patient on (B)(6) 2020 at 3:10pm. Initial testing for the patient's sample began on (B)(6) 2020 at 2:19am on plate-(B)(4), position h10. This plate contained no empty wells and the patient's sample was not in close proximity to any positive samples. Plate-(B)(4) was prepared for plating using the hamilton method (sop (B)(4)), extracted using the tecan method using filter plate lot number fg2582, and prepared in pcr using mastermix from batch 140. Moreover, the reagents used to test the patient's sample were in specification, not expired, and passed qc. Repeat testing for the patient's sample began on (B)(6) 2020 at 9:43am on plate-(B)(4), position d10. This plate had several empty wells at positions: a11, a12, b11, b12, c11, c12, d11, d12, e11, e12, f11, f12, g10, g11, g12, h10, h11, h12 - all of which showed no evidence of viral or human amplification. Plate-(B)(4) was prepared for plating using the hamilton method (sop (B)(4)), manually extracted (sop (B)(4)), filter plate lot number 599906), prepared for qpcr using the integra method and mastermix from batch 140. It is important to note that the patient's sample for the repeat test was neighboring a positive sample (position d9) on plate-(B)(4), but we have no reason to believe that the patient's sample was contaminated. The sample at position d9 had a viral CT value of 35.1. Contaminated samples would have a viral CT value greater than 5-7 CT units from the most positive sample. The patient did not need to be contacted due to accurate results being reported to the patient. In conclusion, curative cannot confirm the patient's claim of false positive. The result of the investigation clearly showed a true positive result.

Event description:
On (B)(6) 2021, the patient called in claiming to have received a false positive from a curative test that they took on (B)(6) 2021. The patient claimed to have tested negative one or two weeks later with a different company.